Manufacturer narrative:
Device evaluation: one bivona flextend tracheostomy sample was received for evaluation. Immediate visual inspection confirmed the complaint allegation. The device was found broken with the internal wire exposed approximately 5mm outside the od. It was also noted the silicone was still secure, but the end of the wire had been exposed. The investigation could not identify a specific problem source.

Manufacturer narrative:
Related to MFR number: 3012307300-2018-09022.

Event description:
Information was received that when a patient's mother took out smiths medical bivona flextend tracheostomy tube to be cleaned, she stabbed herself on a piece of metal that was exposed on the flextend portion of the tracheostomy (trach) tube. Additionally, it was stated that when one of the hospital purchasing agents was checking out the device, he also stabbed himself with the exposed metal piece. No medical intervention was required. No additional adverse effects reported for the patient, patient's mother, or purchasing agent.